Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No pump error the main arm cannot communicate with the motor arm alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the main arm cannot communicate with the motor arm. The customer's blood glucose level was 77 mg/dl at the time of incident. The customer stated that they were able to successfully clear the alarm and were able to complete pump rewind. The customer also stated that the error occurred multiple times. The insulin pump will be returned for analysis.